Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a post op infection in the scrotum. A mulcahy washout was performed and the patient was given vanc/gent medication. A new spectra penile prosthesis consisting of cylinders, pump, and reservoir were implanted. The patient was doing ok following the replacement surgery.